Event description:
It was reported that the external pulse generator experienced an auto turn off. The generator was returned for service. Follow-up is being conducted to determine patient impact/involvement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of "auto turn off". Analysis did find that the upper and lower cases and lead flex o-ring were broken, the side bail covers, side bails, ring cover and ring were missing, the battery release, battery drawer and keyboard were contaminated and that a new battery drawer o-ring was needed. It was further noted that the encoder flex was replaced due to the threads being damaged during repair. All defective parts on the device were replaced. (B)(4).